Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in slurred speech and scratch on arm. Reportedly, the customer did not feel well enough to walk and their uncoordinated movements caused them to sustain a scratch on the arm. Bg level was unclear. Low bg cause was not known. Customer required assistance from family member who provided carbohydrates for the customer to consume to address bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.